Manufacturer narrative:
This report is submitted on march 19, 2021.

Event description:
Per the clinic, the patient experienced a wound infection (treated with antibiotics) resulting in an extrusion of the implant. The device was explanted under a general anaesthetic on (B)(6) 2021. There was a skin revision at the time of explant. It is unknown if there are plans to re-implant the patient with another device.